Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a healthcare provider and a patient who was implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient's implantable neurostimulator (ins) site got warm or hot when communicating with the patient programmer. This sometimes happened even when she wasn't using the programmer. The heating sensation had been occurring since implant, the patient had this problem before, and she was told she "burned out" one of the programs. She'd been reprogrammed three times but the issue had continued. On (B)(6) 2016, the patient has having trouble turning the ins off with the patient programmer for a procedure using electrocautery. She was using the antenna with the programmer and was attempting to sync, but the programmer was frozen on the sync screen. She removed and reinserted the batteries but the saw the same screen. She was using heavy duty batteries and had just replaced the batteries, but the programmer went through batteries quickly since implant. The patient knew she was on top of the device because she could feel the lump and when she was communicating with the programmer, the ins site got warm. She unplugged and replugged the antenna into the programmer with the same results on the screen. The patient felt stimulation go down her toes, which happened on occasion. She removed the antenna and attempted to sync with the device, with the help of the healthcare provider, and they saw the "replace programmer batteries" screen. She tried to sync with the antenna connected again, but wasn't able to sync. The patient continually saw the splash screen,the springs were not as springy, and the batteries kept falling out. The battery springs were noted to be bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.